Event description:
It was reported that the lead exhibited low r-waves. When the lead could not be repositioned, it was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.